Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the pt began treatment with dianeal and extraneal viaflex therapies (doses and frequencies not reported), intraperitoneally (ip) for pd. On an unreported date, the pt made a mistake of touch contamination (details not reported). Subsequently the pt experienced peritonitis and was hospitalized for the event the same day. One day later, the pt experienced sepsis due to the peritonitis. Treatment for sepsis and peritonitis included vancomycin (route, dose and frequency was not reported). Concomitant therapy was not reported. Five days later, the patient's pd catheter was removed and the pt began hemodialysis therapy. The patient was still hospitalized at this time. The patient was recovering from the sepsis and peritonitis. The patient will be retrained on proper aseptic technique when dianeal and extraneal therapy is restarted. Additional information was requested but is not available.